Event description:
It was reported that the procedure was to treat two lesions, one proximal and one mid, located in the right coronary artery (rca). After pre-dilatation of the lesion located in the mid rca, a 3.25x23 mm xpedition stent was deployed successfully after which post-dilatation was performed. The result in the mid rca was very satisfactory. No pre-dilatation was performed prior to the attempt to stent the proximal lesion. The 3.5 x 23 mm xpedition stent delivery system (sds) was positioned in the target lesion and the sds balloon was inflated up to 17 atmospheres for 24 seconds. During inflation it was observed that some contrast media was leaking out of the shaft before the proximal part of the integrated tip. Despite this the xpedition stent implant was successfully deployed and apposed to the vessel wall; however, post-dilation of the stent with an unknown nc balloon was not possible because the balloon could not be position in the stented area of the proximal lesion of rca, the procedure was finished without post-dilatation. The result was satisfactory. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight 190. Guide cath: sherpa nx balanced sb 6 jr 40. The device was returned for evaluation. The leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.